Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system drawer failed. The customer stated that the auxiliary drawer 7 had damaged rails, making it difficult to open and close. The drawer was sagging on one side. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer (fse) replaced the drawer rails, as the ball bearings had started to fall out and the rails were broken. The position sensor was also replaced due to a sliced wire. The customer then recovered the drawer, tested functionality, and completed inventory, confirming the drawer was working correctly and resolving the issue. Additionally, the fse replaced the latch. The system functioned as intended after the field service engineer repaired the device.